Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: inlet fuse box burnt out/ rattles in the connection due to wear of the output connector (light guide connection). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the mesh turret and filter turret degradation may have contributed to the occurrence of the events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the light source showed panel light blinking. The issue was found during set up/ inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.